Event description:
It was reported that during a pci procedure, a balloon rupture and detachment occurred. The 80% stenotic lesion was located in the calcified mid right coronary artery (rca). Initially, the physician used another manufacturer's balloons for predilation however, a waist still remained despite the predilation however, a waist still remained despite the predilation attempts. The physician then inserted the 3.5x12mm maverick2 monorail and inflated once to 15 atms, when the balloon ruptured. While attempting to remove the balloon resistance was encountered. The distal half of the balloon came off the catheter and remained in the pt. The physician attempted to remove the balloon segment with a microsnare but was unsuccessful. The pt was sent to the or for single bypass to the rca. Pt status listed as "good".

Manufacturer narrative:
.